Event description:
The customer reported that mx40 indicates that the speaker is defective. It unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.